Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician experienced difficulty in deploying the first ligation band. The first band successfully released; however, the rest of the bands could not be deployed. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One speedband device was received for evaluation. A visual examination of the returned device noted presence of residue indicating use/handling. The tripwire was cut approximately 157 cm from the distal end with the proximal section not returned. The suture was intact and attached to the ligator head and the trip wire loop. Four bands were noted present and in proper position on the ligator head. There was no damaged noted with the ligator head teeth. The trip wire was not secured in the handle assembly slot and was noted fully removed from the handle assembly; however, there was a slight evidence that the trip wire had been secured prior to receipt for analysis. Functional evaluation with the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician experienced difficulty in deploying the first ligation band. The first band successfully released; however, the rest of the bands could not be deployed. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. Reported issue of bands difficult to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.